Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that intermittent undefined alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.